Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported : ¿paux channel not showing any pressure¿. The failure occurred during maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-16. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file analysis was performed on 2023-02-03 and does not show any malfunction of the cardiohelp. Further, it was confirmed by the fst, that no external mechanical damage or corrosion could be seen on the defective sensor panel. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering. After visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current compensated choke. The device was manufactured on 2017-06-19. The review of the non-conformities has been performed on 2023-01-30 for the period of 2017-06-19 to 2023-01-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "¿paux channel not showing any pressure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported : ¿paux channel not showing any pressure¿. The event occurred during preventive maintenance. No harm to any person has been reported. Complaint ID: (B)(4).